Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received a report from the distributor documenting issues involving the c7360, dry-doc cannula with disposable obturator 7.0 x 85mm, lot 1079066, occurring on (B)(6) 2020. It was noted that during a rotator cuff repair, in the middle of inserting a scorpion into anterior portal, the end cap was detached from the cannula body. The detached end cap was removed using a grasper, and retriever forceps. The surgery was completed successfully using a c7312 with a 4-minute delay. The information received noted the patient was a (B)(6) year old female, and there was no impact, or injury to her. Additional information indicates when the instrument went back and forth, the water leaked as the cannula and seal were in acromiom. The seal became detached from the cannula. It took about 4 mins to find it inside of the patient's body, but was removed completely. It was confirmed the patient's condition is good. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence (fragmentation in the patient but removed).